Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified sensor issue occurred. The patient had a hyperglycemic event 7 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s sensor fell off overnight. It was not specified if the patient received any cgm (continuous glucose monitor) alerts after the sensor fell off. On (B)(6) 2024, the following morning, the patient and her parents were made aware that the sensor had fallen off and took the patient to the ER (emergency room). No patient symptoms were reported. At the ER, the patient was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The patient was discharged home after 5 days. The patient was "getting better" at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.